Event description:
During an in-clinic follow-up, the device was found in backup mode (bvvi). The suspected cause of the event was due to low battery voltage. The device was explanted and replaced to resolve the event. The patient was stable.